Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned non-emergency treatment. The treatment was completed by restarting the system with a delay. However, no patient or user harm was reported. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Review of the system log files showed x-ray disabled errors. Upon troubleshooting, rse found the actual cause to be a user operation error as the user pressed the disable button. The issue was resolved after a cold restart of the system. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that there was no malfunction of the system. It was found that the actual cause was a user operation error, as the user pressed the disable button. No malfunction in the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system x-ray stopped working in the middle of an examination. No patient or user harm reported. Philips has started an investigation of the complaint.